Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the ise (ion selective electrodes) buffer valve 14 to resolve the issue. The fse verified the instrument operation. (B)(4).

Event description:
The customer stated that their au5800 clinical chemistry analyzer generated erroneous sodium (na), potassium (k), and chloride (cl) results. The results were not reported outside the laboratory. There have been no reports of impact to the patient. The customer did not provide qc (quality control) data. Calibration of this instrument is within the acceptable range.